Event description:
According to the reporter: the device failed and the staff replaced the cord and used two different generators but the unit still did not work. The hand pieces wouldn't cut or cauterize. It appeared as if the generator was not communicating with the hand pieces.

Manufacturer narrative:
(B)(4).